Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room complaining of syncope and shock. Device strips were reviewed which showed loss of capture in both the right ventricle (rv) and left ventricle (lv). This causes a long short syndrome which causes intermittent ventricular tachycardia. The device was interrogated and loss of capture was observed again in the rv and lv at max outputs which required the patient to be externally paced for several minutes until a temporary lead pacing wire was used. Technical services discussed a possible connection issue since range of motion and pocket manipulation did not show any variation in impedance readings, however noted this was unusual as more that one lead is involved. Two days later during a pre-operative check, device interrogation revealed a message indicating the voltage is too low for projected remaining capacity. Technical services was contacted again and recommended replacing the device. The device pocket was then opened and as soon as the physician tugged on the rv lead "popped out" of the header. A new device was then implanted and intermittent rv capture was observed again. After testing the lead with the new device and pacing system analyzer (psa), it was determined this was a lead issue. After a period of time during the procedure, the physician was able to obtain consistent rv capture at 2.0v so the pacing outputs were programmed to 4v.

Manufacturer narrative:
The lead remains in service and no further issues have been reported to date. Should additional information become available, this report will be updated.